Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation from the lifevest rubbing her skin. The patient reported that the skin was not broken. The patient's physician prescribed an ointment and a pill for the patient to take. The medical outcome of the irritation is unknown.